Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The balloon was being used to pre-dilate a lesion located in the calcified, 90% stenosed mid left anterior descending (lad) artery. The balloon was ruptured at 4 atms. It is unknown how many inflations and to what atms were performed with this balloon. The procedure was successfully completed with a different device. Patient's status listed as "good."